Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.

Event description:
Kimberly-clark received a report stating the microcuff subglottic suctioning endotracheal tube cuff was not maintaining the intracuff pressure in one of the intubated intensive care unit patients. The patient was initially intubated on (B)(6) 2014. The respiratory therapist stated the patient had to extubated on three separate occasions because after each reinsertion of a new device the endotracheal tube cuff would not maintain the intracuff pressure. On (B)(6) 2014, it was noted that there was a decrease in cuff pressure and the patient was immediately extubated and reintubated with another 8mm microcuff subglottic ett, lot # aa4125v03. The respiratory therapist expressed that the patient's death was not product related as the patient had been very ill for a very long time. This is the second of three reports for the same patient involving three separate products. Refer to report 9611594-2014-00139 for the first report.